Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited r-wave amplitude variation and a loss of capture. The lead was explanted and successfully replaced. There were no patient consequences.